Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 6, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date); (date received by manufacturer); (indication that this is a follow-up report); (follow-up due to additional information); (device manufacture date); (identification of evaluation codes 12, 38, 3317, 3330, 213, 67, 92). The sample was not returned for evaluation; therefore, the event could not be confirmed and the root cause could not be determined. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. The retention sample was manually run through each of these tests to determine if the umbrellas were functioning properly; all tests passed. These units are also 100% visually inspected both during the leak testing step and during packaging. Visual inspection was performed on the retention sample, during which no anomalies were noted. It is possible that damage occurred to the device at some point after manufacture, causing the part to leak during use. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vent valve line leaked. *blood loss of 10 ml, *product was changed out, *procedure completed successfully.